Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached when the physician pulled the first mesh leg through the sacrospinous ligament, could not be located. The physician performed an x-ray and a dye test in an attempt to locate the needle, but was unable to find it inside the patient's body. The procedure was completed with a different device with no other complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.